Manufacturer narrative:
The device was not returned to maquet cardiac surgery for investigation, therefore, no eval could be performed. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the xp-3000 would not snap onto the rail. It was reported as: "when they opened it, the rod in the clamshell was missing, wouldn't snap onto the rail." This occurred outside the pt. Another xp-3000 was used to complete the procedure. The hosp reported no pt effects. The product is returning.